Manufacturer narrative:
Three opened samples were returned for evaluation and analysis. A visual inspection under magnification revealed all three samples were found to have damaged tips and cutting edges. The device history record (DHR) for the lot was reviewed. Functional penetration test values for this lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to manufacture acceptance criteria. Root cause for the damaged knives cannot be determined. (B)(4).

Event description:
A customer reported during three different procedures, three knives were found to be not sharp enough to cut through the conjunctiva. Another knife was used to complete each case without harm or injury to the patient.